Event description:
It was reported that the tracks would not engage due to broken bearings on the lock bar. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.